Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and not removing air from cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and tandem pump user guide instructs the user to remove any residual air from the cartridge. To resolve the issue, customer changed infusion set and cartridge, then resumed insulin.